Event description:
Malposition of the lead resulting in lead edema was reported. The cause is believed to be due to incorrect planning of the software (brainlab) or the frame system (rm). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).